Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir compartment was chipped where reservoir screwed in. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip. (B)(4).